Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The patient had a history of chronic pancreatitis that was managed with oral opioids before the implantation of the pump. It was reported that the patient noticed that her pump was more mobile after lifting her grandchildren. It was noted that she recently loss therapy and developed signs of withdrawal. During exploratory surgery the catheter access port was noted to have no free flowing cerebrospinal fluid (csf); attempts to inject through the catheter were also met with a lot of resistance. When the pump was accessed it was noted to be missing 3 out of the 4 retention stitches and a portion of the catheter was wrapped around it. The hcp attempted to untangle the catheter but a judgment was made to remove the coiled portion. The proximal end of the catheter was spliced with a new portion and aspiration showed free csf. It was reported that the pump was nearing end of life (eol) it was elected to be replaced. No further complications have been reported as a result of this event.